Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital due to low blood glucose level on an unknown date. The customer's blood glucose level at the time of incident was 30 mg/dl. The user alleged the insulin pump was under delivering insulin due to pump delivering too much or too little insulin. Customer was treated with food. It is unknown weather the auto mode feature was on at the time of reporting high blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.